Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.1ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/-5%). Based upon the data verified, hospira could not attribute the issue to the device. The pump history was download at the manufacturing facility. A review of the pump history indicated there is no related programming for the reported event date of (B)(6) 2010; therefore, the history cannot be utilized to evaluate the reported event. The customer has confirmed that the pump that was returned to hospira for testing and investigation is the pump that was in use in the reported event. If additional or corrected information is received, a follow-up will be submitted. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the patient received more medication than intended. At 1700, the pump was programmed to deliver 20% liposyn 30ml, at a rate of 0.6ml/hr, with an intended duration of 24 hours, and the delivery was started. No further programming parameters were provided. After 1 hour, the device alarmed that the delivery was complete. At this time, the nurse noted the liposyn syringe was empty. The physician was notified. That patient's triglyceride blood level was drawn with results reported as "within normal parameters." There were no reported adverse patient effects. No medical interventions were required. The device was removed from clinical service. The liposyn therapy was discontinued. Though requested, no additional information was provided.